Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable as the issue was confirmed user related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun tm representative, sent in a data file showing that the arctic sun device not able to generate hot enough water for that part of the therapy due to an overfill . A review of the csv file showed no alarm 113 was generated.

Event description:
It was reported that arctic sun tm representative, sent in a data file showing that the arctic sun device not able to generate hot enough water for that part of the therapy due to an overfill. A review of the csv file showed no alarm 113 was generated.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional investigation details. The reported issue was confirmed. The root cause of the reported issue is being investigated under CAPA #9944107. Alarm 113 is triggered within the arctic sun application software by meeting a specified range of watts over a certain period of time. Certain instances that clinically should trigger alarm 113 do not meet this criteria. The case data file was evaluated upon receipt. The data file shows therapy was started at 18:41 on (B)(6) 2024 with a water level of 4. The device was able to achieve its target water temperature up to 35.9c until therapy was stopped and the device was filled to a water level of 5 at 22:53. After this point, the device was unable to achieve any target water temperature above 26c despite a maximum heater command. Therapy was stopped and the device was put in manual mode at 10:55 on (B)(6) 2024. Although the primary outlet water temperature and target water temperature differed by more than 3c over a prolonged period, no alert 113 was recorded at any time during therapy. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun tm representative, sent in a data file showing that the arctic sun device not able to generate hot enough water for that part of the therapy due to an overfill. A review of the csv file showed no alarm 113 was generated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.